Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins). It was reported that the ins was firing. There were no further symptoms or complications reported or anticipated.